Event description:
A healthcare professional reported that after the implantation of an implantable collamer lens (icl), the patient presented with a visual acuity of 20/100. The icl was noted to be slightly decentered inferiorly, with what appears to be rotation. Additionally, there was elevated iop with open angles. The patient was given temporary ctls. Lens remains implanted. Additional information was requested. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).